Event description:
Medtronic received information that pump error 53 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Unit passed displacement test, sleep current measurement, active current measurement and selftest. Pump error 53 alarm found in the pump history due to software error.